Manufacturer narrative:
Initial.

Event description:
It was reported that a patient experienced recurrent hypoglycemia with a nadir of 53 mg/dl after self-treating a low glucose with candy, juice, and cookies, followed by an insulin delivery that occurred after overtreatment. The agent instructed the patient to use 15 g of fast-acting carbohydrates for low glucose and provided troubleshooting and education. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included recovery to target range during the call without hospitalization. Investigation included case review and user education regarding appropriate hypoglycemia treatment. Investigation of this case revealed user management factors consistent with overtreatment of hypoglycemia preceding insulin delivery, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia.